Event description:
It was reported that following a fall, the patient experienced ineffective therapy. X-ray imaging revealed migration of the lead. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein the lead was repositioned to address the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.